Event description:
It was reported to baxter that an unknown alarm had occurred at the beginning of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a reload the set 201 was identified during a review of the event history log. Internal and external inspection was performed and no issues were noted. Functional testing was performed and the device was determined to not meet product specification related to the reported problem. The cause of the condition was determined to be malfunctioning o-rings within the manifold valve assembly. To correct the condition, the o-rings were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.